Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit by a bd representative, the biomed reported a channel disconnect alarm while setting up an IV medication flush. Although requested, no further information was received from the customer.